Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction:user had an inaccurate reference. Manufacturer contacted customer within 24 hour urgent call for knowing customer's condition;customer feels well,did not seek medical attention after the initial call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's mother is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 70mg/dl to 120 mg/dl. Medical attention is reported as a result of the actual blood glucose results. On (B)(6) 2016 at 09:09pm, a back to back blood test was performed by the customer non-fasting and produced test results of 184 mg/dl using trueresult meter; and when the ambulance arrived, produced a result of 122 mg/dl using the paramedic's meter. The customer was also transported to the hospital at 09:45pm. When the customer was released from the hospital at 10:45pm, the blood glucose result 89 mg/dl. The customer was not administered any medication at the hospital. The customer informed had not any recent changes to diet. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 71 mg/dl using and 67 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is (B)(6)2016. The meter memory was reviewed for previous test result history: (B)(6).